Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 12:30am the patient was awakened by a cgm device alert indicating sensor failure. The last remembered cgm reading from the previous night was 60 mg/dl. Upon awakening, the patient exhibited erratic behavior and shaking. The patient¿s partner observed these symptoms and contacted the patient¿s mother. A fingerstick blood glucose test performed by the mother showed a reading of 50 mg/dl. The patient was treated with juice and a peanut butter sandwich. Following treatment, the blood glucose reading increased to 63 mg/dl, and symptoms subsided. At the time of reporting, the patient was stable but continued to experience a headache. There is no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.